Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was rapidly depleting and multiple occlusion alarms occurred. Source of occlusion could not be identified. Customer's blood glucose was 500 mg/dl. Customer reverted to using manual injections for insulin therapy.